Manufacturer narrative:
Investigation: during the course of investigation, a review of the complaint history, documentation, drawing, manufacturing instructions, quality control (qc), specifications and a visual inspection of the returned product was conducted. The visual examination of the returned product confirmed the catheter is broken. The catheters are inspected to insure the correct tubing has been used for main catheter shaft. All glue joints are checked for proper taper and they are secure. It is also confirmed there are no pinholes in the adhesive and that the overall catheter surface is clean without excessive imperfections or damage. A development project has been opened to further evaluate this failure mode and reduce patient risk. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment (qera), no further risk reduction is required. Additional information: contact office, type of reports, if follow up, what type?, evaluation codes.

Event description:
A tunneled catheter placement for long term medication administration was being performed on the approximately (B)(6) child. The catheter was placed in the operating room (o.r.) And no difficulties were reported during placement. However, the nurse discovered a break in the catheter leaking medication in the bed and the child was taken back to the operating room (o.r.) For a new catheter placement. Another manufacturers repair kit was used for this procedure; however, it also broke. At this time, it was decided to completely remove the catheter. A section of the device did not remain inside the patient's body. The patient did require an additional line placement procedure due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Information not provided. (B)(4). Investigation: during the course of investigation, a review of the complaint history, documentation, drawing, manufacturing instructions, quality control (qc), specifications and a visual inspection of the returned product was conducted. The visual examination of the returned product confirmed the catheter is broken. The catheters are inspected to insure the correct tubing has been used for main catheter shaft. All glue joints are checked for proper taper and they are secure. It is confirmed there are no pinholes in the adhesive and that the overall catheter surface is clean without excessive imperfections or damage. A development project has been opened to further evaluate this failure mode and reduce patient risk. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment (qera), no further risk reduction is required.

Event description:
A tunneled catheter placement for long term medication administration was being performed on the approximately one month old child. The catheter was placed in the operating room (o.r.) And no difficulties were reported during placement. However, the nurse discovered a break in the catheter leaking medication in the bed and the child was taken back to the operating room (o.r.) For a new catheter placement. Another manufacturers repair kit was used for this procedure; however, it also broke. At this time, it was decided to completely remove the catheter. A section of the device did not remain inside the patient's body. The patient did require an additional line placement procedure due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.